Manufacturer narrative:
Philips has investigated this complaint. The customer reported that it would not fluoro mid-case; there were no error messages. The philips engineer suggested a service request. Since the customer resolved the issue on their own, the service request has been cancelled by customer, and no service has been performed by philips. To date, there have been no further reports of this issue. These codes were updated based on investigation outcome.

Event description:
It has been reported to philips that fluoroscopy was no longer possible midway through a patient procedure. There was no report of harm. Philips has started an investigation of this complaint.